Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 1600 bd syringe 3ml luer-lok bulk non-sterile there were scale marking issues. The following information was provided by the initial reporter: in 1 carton of 301073 - syringes have black imprint inside from the plunger.

Event description:
It was reported that prior to use with 1600 bd syringe 3ml luer-lok bulk non-sterile there were scale marking issues. The following information was provided by the initial reporter: in 1 carton of 301073 - syringes have black imprint inside from the plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-aug-2023. H6: investigation summary: thirty samples and two photos were provided to our quality team. Through visual inspection, it was observed that each syringe have three faded ink ring lines between 1/64¿ and 1/32¿ in width in the non-scale marking area by zero line. The condition observed is acceptable per product specification. Since this appearance does not affect form, fit or function of syringes, no corrective actions will be made at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.